Manufacturer narrative:
Date of event was reported as "I would say a couple months ago" (2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had uncomfortable stimulation for a couple of months (2018). The patient also noted that the device caused pressure on the right side of their vagina. A couple of weeks ago they had a massage (noted as "message" - will follow up for clarification) and could feel the pressure (the ¿stim pressure she could feel¿). They also had a lot of pressure down their back. The patient had lost their remote and was going to make an appointment with their doctor to see if they should just turn the device off, get a replacement remote so they could make adjustments, or just have the device system removed. There were no further complications reported or anticipated.